Manufacturer narrative:
Approximate age of device ¿ 3 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with an lvad on (B)(6) 2012. It was reported that after over 3 years of support, multiple low voltage advisory and low speed operation alarms were noted in the system controller history. The alarms occurred while the system controller was connected to either the power module or batteries. The system controller was exchanged; however, the system controller produced low speed operation and low flow alarms when the patient bent forward in a chair. The pump restarted when the patient changed positions. The patient was reportedly asymptomatic. On 09/13/2016, the manufacturer's technical services representatives performed a driveline evaluation and found the black wire open. The alarms were unable to be reproduced when palpating the external portion of the driveline and while the patient performed body movements. The health care professional declined an external driveline replacement due to a suspect area internal to the patient that reportedly was displayed in an x-ray. The vad coordinator instead opted for an ungrounded power module patient cable for the patient's use with the power module. No further information was provided.

Manufacturer narrative:
The report of low voltage hazard alarms and low speed events was confirmed based on the information contained in the submitted system controller log file. The log file recorded low speed advisory, low speed hazard, and low voltage alarms during power module support. Based on the manufacturer's complaint history and similar reported events, the captured events could be due to a compromised percutaneous lead (lead) wire. X-ray images of the internal portion of the lead had shown an area of potential shield breakdown a few inches from its percutaneous exit site; however, the suspected internal wire compromise could not be conclusively determined without a full evaluation of the lead. The patient remains ongoing on lvad support using an ungrounded patient cable with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.